Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a a heavily calcified, 90% stenosed de novo lesion in the heavily tortuous distal left circumflex (lcx) coronary artery. After pre-dilating the lesion with an unspecified 1.5x8mm and an unspecified 2.5x12mm balloon catheter, a 2.75x15mm rx xience v stent delivery system (sds) was advanced and deployed. Upon deployment, a stent edge dissection was observed. Another xience v was deployed to treat the dissection. There were no adverse patient sequelae and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience v everolimus eluting coronary stent systems (eecss) instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: the reported 2.75x15mm rx xience v stent delivery system (sds) was advanced without resistance and was deployed at 10 atmospheres without difficulty. The sds was withdrawn from the deployed stent without difficulty. The reported dissection caused / contributed to a delay, but the delay did not result in a health impact. The xience v stent used to treat the dissection successfully treated the dissection. No additional information was provided.